Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 580 mg/dl. Customer is pregnant and bleeding. The infusion set was pinched. Customer stated that she was feeling sick. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and IV fluids. Hospitalized for two days. Nothing further reported.